Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The date of the lead revision procedure was not reported. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this ra lead has not been returned to boston scientific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the ra lead is returned for laboratory testing.